Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to infection at insertion site. The insertion site was buttocks. Length of hospitalization was 3 days. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.